Manufacturer narrative:
Device evaluation: one device was returned for evaluation. The device was visually inspected and the returned catheter was torn into three sections. The complaint was confirmed. A tactile inspection was performed and the returned catheter was found to be ductile and not brittle. The root cause for the damage to the catheter could not be determined. Additional information was requested from the account, but no additional information was received. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Manufacturer narrative:
One device was returned for evaluation. The evaluation is in process. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that, during the removal of a drainage catheter from the biliary system, the tip of the catheter separated from the body of the catheter. A snare was used to remove the catheter fragment. No harm or injury to the patient was reported.